Manufacturer narrative:
The forensic autopsy report provided by the swedish national board of forensic medicine was reviewed in conjunction with the complaint information available and the assessment is that it is inconclusive that the freestyle libre device has led to or contributed to the death of the patient. The findings of the autopsy report indicate that the cause of death was ketoacidosis caused by diabetes (diabetic coma) in concurrence with chronic overconsumption of alcohol. The forensic medical investigation demonstrated the following: significantly elevated blood glucose levels at the time of death. Extremely elevated levels of beta-hydroxy-butyrate and the presence of acetone (indicative of inadequately treated diabetes and the over consumption of alcohol). The presence of phosphatidylethanol (substance formed with the consumption of alcohol) indicating the patient had recently consumed a large amount of alcohol. Duloxetine (antidepressant and anti-anxiety agents) were found in concentrations somewhat higher than can be seen with normal medication of medicinal product. Alimemazine (tranquilizer), mirtazapine and desmethylmirtazapine (anti-depressive agent and its metabolites) were found in concentrations that can be seen as normal with medication of medicinal product. No presence of alcohols in femoral blood, intraocular fluid or urine. Pathological changes in the liver and pancreas are of a type that is seen as a consequence of chronic overconsumption of alcohol. As there is not only diabetic ketoacidosis, but alcoholic ketoacidosis, especially in conjunction with fasting and excessive alcohol consumption, there are no values provided, only qualitative statements on the autopsy report. There is no proof of the acidosis in the autopsy report provided. There is no proof that the keto(acidosis) was caused by insulin deficiency there is no proof of a discrepancy of mismatching readings. Hospital protocol would be necessary to review as no glucose values or treatment administered was provided. Additionally, there are several reasons why the patient might have underdosed insulin, irrespective of the glucose reading: alcohol intoxication, depression, medication. To date no product has been returned, therefore an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit did not experience any manufacturing issues and the release testing confirms that the sensor was performing as expected at the point of release. The lot has not tripped any complaint trends to date. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Event description:
A widow called adc to report a low readings issue with the adc freestyle libre on behalf of her late husband, stating that the sensor showed "false low readings that resulted in ketoacidosis and death". The caller reported that the unspecified "false low readings" showed for a period of approximately 24-48 hours and the customer self-treated with dextrose in response to the low sensor scans, which remained low, despite treatment. The customer replaced the sensor, and the new sensor scan result displayed 'hi' (reading greater than 500 mg/dl). No comparison readings were performed. On (B)(6) 2019 at approximately 4 am an ambulance was called, as her husband was unconscious and not breathing. The paramedics performed a blood glucose reading, but results were unspecified. Paramedics administered unspecified treatment, and the customer was transported to the hospital. The widow further reported that "he died of ketoacidosis". Multiple attempts have been made to contact the hospital to obtain further information however the hospital refused to provide additional information, thus the official cause of death has not been provided and no information related to the treatment the customer received at the hospital has been obtained. Additionally, multiple attempts have been made to contact the reporter, but attempts have been unsuccessful and no further information is available at this time.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A widow called adc to report a low readings issue with the adc freestyle libre on behalf of her late husband, stating that the sensor showed "false low readings that resulted in ketoacidosis and death". The caller reported that the unspecified "false low readings" showed for a period of approximately 24-48 hours and the customer self-treated with dextrose in response to the low sensor scans, which remained low, despite treatment. The customer replaced the sensor, and the new sensor scan result displayed 'hi' (reading greater than 500 mg/dl). No comparison readings were performed. On 25-mar-2019 at approximately 4 am an ambulance was called, as her husband was unconscious and not breathing. The paramedics performed a blood glucose reading, but results were unspecified. Paramedics administered unspecified treatment, and the customer was transported to the hospital. The widow further reported that "he died of ketoacidosis". Multiple attempts have been made to contact the hospital to obtain further information however the hospital refused to provide additional information, thus the official cause of death has not been provided and no information related to the treatment the customer received at the hospital has been obtained. Additionally, multiple attempts have been made to contact the reporter, but attempts have been unsuccessful and no further information is available at this time.

Manufacturer narrative:
This report serves as an additional information report. (Serial no) have been updated to reflect case details received after the initial MDR was submitted.

Event description:
A widow called adc to report a low readings issue with the adc freestyle libre on behalf of her late husband, stating that the sensor showed "false low readings that resulted in ketoacidosis and death". The caller reported that the unspecified "false low readings" showed for a period of approximately 24-48 hours and the customer self-treated with dextrose in response to the low sensor scans, which remained low, despite treatment. The customer replaced the sensor, and the new sensor scan result displayed 'hi' (reading greater than 500 mg/dl). No comparison readings were performed. On (B)(6) 2019 at approximately 4 am an ambulance was called, as her husband was unconscious and not breathing. The paramedics performed a blood glucose reading, but results were unspecified. Paramedics administered unspecified treatment, and the customer was transported to the hospital. The widow further reported that "he died of ketoacidosis". Multiple attempts have been made to contact the hospital to obtain further information however the hospital refused to provide additional information, thus the official cause of death has not been provided and no information related to the treatment the customer received at the hospital has been obtained. Additionally, multiple attempts have been made to contact the reporter, but attempts have been unsuccessful and no further information is available at this time

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit did not experience any manufacturing issues and the release testing confirms that the sensor was performing as expected at the point of release. The lot has not tripped any complaint trends to date. Adc has received the autopsy report from the hospital and the results are currently being reviewed. A follow up report will be submitted once this assessment has been completed. In addition if product is returned, a physical investigation will be performed and a follow up report will be submitted.

Event description:
A widow called adc to report a low readings issue with the adc freestyle libre on behalf of her late husband, stating that the sensor showed "false low readings that resulted in ketoacidosis and death". The caller reported that the unspecified "false low readings" showed for a period of approximately 24-48 hours and the customer self-treated with dextrose in response to the low sensor scans, which remained low, despite treatment. The customer replaced the sensor, and the new sensor scan result displayed 'hi' (reading greater than 500 mg/dl). No comparison readings were performed. On (B)(6) -2019 at approximately 4 am an ambulance was called, as her husband was unconscious and not breathing. The paramedics performed a blood glucose reading, but results were unspecified. Paramedics administered unspecified treatment, and the customer was transported to the hospital. The widow further reported that "he died of ketoacidosis".